Manufacturer narrative:
Examination of the returned unit revealed stent damage. One of the struts on the ninth row from the distal end was raised. This type of damage is consistent with the device encountering some form of restriction during the procedure. No kinks or damage was found along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the mfg documentation for both the top assembly batch found that the device met its material, assembly, and product specs at the time of release to distribution. This investigation will be assigned the most probably root cause classification of operational context.

Event description:
This complaint is reportable based on the analysis completed on 12/29/2008. It was reported that during a coronary artery stenting procedure, the physician could not cross the lesion with a 2.50 x 20 mm taxus liberte stent. The 90% stenosed target lesion was located in the severly tortuous and calcified mid circumflex (cfx-m). The vascular access site was femoral and intravascular ultrasound (ivus) was not used. "The type of lesion treated was progressive disease." The pt's condition was noted to be "good". However, the analysis of the returned device confirmed stent damage.